Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received for evaluation. Evaluation status: 1 reported event was confirmed during testing; however, the cause was not established. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 1 malfunction event in which the device was reportedly leaking. One event had no patient involvement; no patient impact.